Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that prior to a thoracic aortic aneurysm (taa) procedure, suture placement was attempted in both the right common femoral artery (rcfa) and left common femoral artery (lcfa) with proglide devices using the preclose technique. The arteriotomy was 6f at both access sites. Reportedly, in the rcfa resistance was felt when retrieving the device over the guide wire and the foot would not retract (park) to its original position. The sutures of two additional proglide devices were successfully placed using the preclose technique. In the lcfa, suture placement was attempted using the preclose technique and resistance was felt when retrieving the device. The lever was opened and closed several times, but the device could not be removed over the guide wire. A cutdown procedure was performed to remove the proglide device in the lcfa. After the proglide device was removed it was found that the foot had not retracted (park) to its original position. The sheath in the rcfa was upsized to a 24f and the taa procedure was completed. Hemostasis was achieved in the rcfa with the two successfully pre-placed sutures. The lcfa was surgically closed. There was no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.